Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The blower motor, stirring fan, filter and inlet filter were replaced to address the issue. The inlet air path assembly was cleaned.

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required.